Manufacturer narrative:
The ri-2 involved in the incident has not been returned to belmont medical technologies for evaluation. The disposable set was discarded therefore could not be sent for review. There were no images of the device malfunction captured by the user and no lot number of the device was provided. The user facility provided additional information that an error 101 heating fault alarm generated during the event. When the device was tested on-site (at the user facility) after the event, it was found that there were debris on the temp1 sensor of the unit. Root cause was isolated to a dirty temperature probe. The device history was reviewed and no similar issues were identified. The temp sensors were cleaned by the user to resolve the reported issue. No further issues have been reported on this unit.

Manufacturer narrative:
"UDI related data quality updates only."

Event description:
The risk manager reported that during emergency ob case, rapid infuser was only working intermittently. It would stop running after a few minutes of infusion. The machine remained on, however, stopped running intermittently. It was switched out with another belmont unit from different or after which, there were no issues.

Manufacturer narrative:
"UDI related data quality updates only."

Event description:
The risk manager reported that during emergency ob case, rapid infuser was only working intermittently. It would stop running after a few minutes of infusion. The machine remained on, however, stopped running intermittently. It was switched out with another belmont unit from different or after which, there were no issues.

Event description:
The risk manager reported that during emergency ob case, rapid infuser was only working intermittently. It would stop running after a few minutes of infusion. The machine remained on, however, stopped running intermittently. It was switched out with another belmont unit from different or after which, there were no issues.

Manufacturer narrative:
The user facility did not inform belmont about this incident when it occured on (B)(6), 2023, we became aware of this incident after receiving the medwatch report #(B)(4) on september 12th, 2023 and therefore submitting this now. Internal complaint file (B)(4) has been logged for this incident for traceability. Ri-2 and disposable involved in the incident have not been returned to belmont medical technologies for evaluation. Belmont requested additional information from the user facility on september 13. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of system error #101, the rapid infuser displays the following alarm message, "check temperature probes for blockage. Clean windows. Press retry to continue. Service machine if error persists. The operator manual states the following: "check disposable set and flow path for occlusions. Make certain the windows on the disposable set and the ir probes are clean and dry. Clean surfaces with moistened soft cloth if necessary. Dry off surfaces before continuing. The user facility confirmed september 27, that there was an error 101 (temp sensor issues) and that adverse patient impact associated with this incident. To resolve the issue of error 101, the biomedical technician cleaned both temp sensors. During the cleaning, debris were found in temperature sensor. In order to investigate the reported issue, belmont requested additional information on september 28, 2023 and october 09, 2023 but, to date we have not received any response from the user facility. Without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.